Event description:
Reporter indicated that system and normal mode diagnostics on the patient's device resulted in high impedance. No trauma or manipulation was reported. X-rays were reviewed by the manufacturer and no anomalies were noted. It is important to note that a portion of the lead could not be assessed due to it's angle/contrast, therefore, a lead discontinuity cannot be ruled out.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer. No gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a serious injury or death.